Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported there was an artifact on an image. Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that image artifacts occurred a second time during post processing of a patient study. The first occurrence of the artifact is addressed in (B)(4). A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the images were not rendered undiagnostic, there was no patient harm, delays nor mistreatment given as a result of the issue. The fse found that the compensator inside the a-plane collimator was cracked. The fse determined that the cause of the artifact on the images was due to the crack in the compensator. The fse replaced the compensator to resolve the issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.